Event description:
Hi, my name is (B)(6), I am a mother of 5, and I am (B)(6) years old. (B)(6) 2013 at the age of (B)(6) I had the essure device implanted in my body and had a thermal ablation at the same time. I was put under general anesthesia to do this procedure in a hospital facility. My doctor was dr. (B)(6) from (B)(6). I began noticing problems as soon as I woke from anesthesia. My vagina was burning and in pain, after examination my husband that my vaginal wall had been torn or lacerated during the procedure. We called and reported to the dr. Who asked me to come in to be examined. After an exam he admitted there was a tear in my vaginal wall and said it would heal in the upcoming weeks. After that my doctor did no follow up for the placement of essure. He did not tell me about a care I was suppose to be given, did not tell me or offer me an hsg test after the procedure. He did not tell me the product contained nickel and I am allergic to nickel. Since the procedure has been done, I have had constant battles with bacterial vaginosis. I had never heard of this before the surgery, and obviously never had been a victim of it. My period returned the following month. I've had debilitating cramps since the procedure and a list of other symptoms (that I never had before the placement of essure) including but not limited to: adult acne, massive migraines, numbness in my right leg, blurred vision, dental problems, clotting and bleeding monthly, extreme back pain as if I'm in labor, skin issues like raised bumps and random red spots that do not go away. I now have two breast lumps that I have been seeing a breast surgeon for - a simple cyst was not found. I was given a bi-rad score of 3 and biopsies are recommended, hair loss and extreme inflammation in my body. My skin is super sensitive, and I have pain during intercourse as well when I push on my lower stomach. My vaginal discharge is heavy and clear but when it touches my outer body, it as if I'm allergic to it. It will burn me literally and cause open sores if I allow my own fluids to touch the outside of my body. I have no libido. I have discussed these issues with my former dr. Who inserted essure. He agreed to do a hysterectomy but only by coding it as a failed ablation not because something in my body is wrong. It's like a car if something goes wrong you can remove the part, replace it, but it will go out again if you don't fix the underlying problem. I do not want a hysterectomy which is required to remove the essure implants which are causing my symptoms. I want the essure removed and my body kept as a whole so it operates and functions normally as it should. My former dr. Did not have my best interest in mind. He did not advice me of the necessary information for me to make a logical decision on this device. Rather the contrary he had me sign a standard consent and withheld information as well did not provide me information to follow up. Essure has failed me as well. My body is in a constant state of inflammation. It can not and will not repair itself until this device is removed. I do not and will not ever recommend this product to anyone. I will be an advocate to anyone who has essure, is thinking of getting essure or to anyone who will listen that this product is not safe. It is debilitating and disheartening to feel less than you are! Therefore I am reporting the problems to the FDA.